Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the opticross imaging catheter was recognized as atlantis pv imaging catheter. The target lesion was located at the mildly calcified and moderately tortuous vessel. During a percutaneous coronary intervention (pci), an opticross imaging catheter was connected to the motor drive unit (mdu) however, the device was recognized as atlantis pv imaging catheter. The physician tried to reconnect the device to the mdu and pushed the connection part but the issue was not solved. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a detachment of the clear imaging window from the blue sheath tubing at the lap joint seam.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the clear imaging window detached from the blue sheath tubing at the lap joint seam. The telescope assembly was not able to properly pull back, advance, and retract due to the detached imaging window. Since the clear tubing was detached, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. The ccp board and pins appeared normal and a good click sound was heard during insertion into the motor drive unit (mdu) system. The catheter was not properly recognized by the imaging system when plugged into the mdu. The screen showed catheter reserved for test message. Full image characterization testing cannot be performed based on the returned condition of the catheter. No wind up was observed on the imaging core during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).